Event description:
The product was used during a laparoscopic lysis of adhesions, removal of left ovarian cyst and portions of left ovary in 2002. Intergel was used at the end of the procedure. The pt was scheduled as an outpatient, however, the pt was admitted as an inpatient with complaints of increased abdominal pain. The pt was monitored and 2 days later, in the am, the pt was tachycardic and tachypneic. The medical staff suspected an acute abdomen and the pt was febrile at that time (4:00am). By 6:30 am the pt was in the o.r. For an exploratory laparotomy, the finding at the time of surgery was perforation of the sigmoid colon. The general surgeon repaired the colon with sigmoid resection. The pt went to the intensive care unit on vasopressors and was unresponsive. The pt continued to be unstable and expired the next day. It was reported the cause of death was peritonitis and sepsis due to a perforated colon. The risk manager reported that the attending gynecologist felt that the intergel may have contributed to the cause of death and wanted this report. Update 12/11/02: add'l investigation provided further details into the event. It was reported that the surgeon performed a laparoscopic lysis of adhesions, a left ovarian cystectomy and a partial right oophorectomy on an otherwise healthy pt in 2002. Three hundred ml of gynecare intergel adhesion prevention solution was instilled at the end of the procedure. Because the pt was experiencing more post-operative pain than expected, they were admitted and observed.